Event description:
It was reported that the pt was implanted with an implantable neurostimulator (ins) and rec'd good therapy. Six weeks after the implant, the pt described a loss of parasthesia. It was noted that the pt worked with computers. Reprogramming of the electrodes (bipolar) did not produce any benefit to the pt. Monopolar stimulation was noticeable, but it was painful and intermittent. The pt felt current shocks with muscle contraction in the chest during telemetry. Impedance measurements did not show any anomalies. Intraoperative screening was performed and showed normal paresthesia. The pt's physician then decided to replace the ins. No further details or pt outcome were provided. Additional information was requested but not rec'd at the time of this report. A f/u report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4) .